Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4). Please reference smdr# 2032546-2018-00094 for the replacement stent.

Event description:
Through follow-up, the surgeon provided the following additional information. The stent appeared well-positioned, and the iris damage was observed approximately 1 mm to iris root. The iris damage was described as inconsequential (trivial) damage, which did not require any medical or surgical interventions. The hyphema was described as grade I (less than or equal to 1/3 ac vol.), which self-resolved without sequelae. There was no report of patient impact. The adverse event was reported as ¿resolved", and the patient¿s status was reported as ¿good condition¿. This report references the explanted stent.

Manufacturer narrative:
The product is not available for evaluation; therefore, testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that may contribute to a stent being implanted in an unintended location including but not limited to; patient anatomy, patient movement, surgical technique, compromised visualization and operational context. Based on the information available, the root cause of the reported event (malpositioned device) cannot be conclusively determined. MFR# reference number: (B)(4). Please reference MDR# 2032546-2018-00094 for the replacement stent.

Event description:
It was reported that a trabecular micro-bypass stent implanted in an unintended location (malpositioned) in the patient¿s right eye was explanted postoperatively, and replaced with another stent. While examining the position of the replacement stent, the surgeon observed intraoperative iridodialysis associated with hyphema around the incision. According to the surgeon, iridodialysis was likely created when the iris engaged the viscoelastic needle or the inserter used to confirm the position of the replacement stent. The hyphema resolved intraoperatively, and the procedure was completed. The surgeon plans to monitor the patient. Additional information has been requested. This report references the explanted stent.